Event description:
It was reported that the tandem-provided usb cable was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was plugged in during the event. There was no reported adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.